Event description:
It was reported that during the device replacement procedure due to end of life (eol) status, the right ventricular (rv) lead was still in place and was expected to pace bipolar, but it stopped pacing when the distal coil was removed from the header of the device. It was likely that there was oversensing inhibiting the pacing when pulling out one of the sensing electrode connectors. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated a lead impedance out of range alert. One non-sustained tachycardia (nst) episode of <(><<)> 220 ms v-v cycle is recorded on (B)(6)2013. Two thousand two hundred fifty one (2251) of 2373 lifetime ventricular short interval counts (v-sic) occur since (B)(6) 2013. All impedance rise to maximum levels on (B)(6) 2013. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: d234trk implantable cardioverter defibrillator, (B)(6) 2007; 1688tc competitor implantable pacing lead, (B)(6) 2008; 4189 implantable pacing lead, (B)(6) 2001. (B)(4).